Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for non-malignant pain. On (B)(6) 2021, it was reported that the patient's spouse had a hard time waking them and they could not stay awake on (B)(6) 2021. The patient noted that they even wet the bed. Emergency medical technicians were called and, when they got there, the patient could not even sit up. The patient noted that they had the pump put in so that they could walk better than they could prior to the pump implant, but that had not been the case. The patient noted that, after their pump revision surgery on (B)(6) 2021, the patient went home. While going up the steps, the patient fell and had to crawl the rest of the way. However, the patient noted that they figured that this was due to still being groggy and weak from the surgery. The patient reported that they are at the hospital. An MRI was performed on (B)(6) 2021, lasting about 40 minutes. According to the patient, they were able to move their legs and feet while the pump was not delivering medication due to the MRI field. However, when they woke up on (B)(6) 2021, the patient was unable to move their feet or legs, noting they felt like "dead weight". The patient speculated about the possibility that they may be getting too much medication. The patient wondered if the baclofen could make them too weak but also make their legs tighter and toes curl and tighten. The patient wanted to have the pump "turned off" or the dosage reduced. The patient¿s medical history included muscle weakness (muscles were loose and the patient felt like "spaghetti") during the baclofen trial.